Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 600 mg/dl at its highest); cause was not known. Ketones were moderate to large. Customer's parent administered insulin injections to address elevated bg as customer was too tired to do so. Pump system check with tandem technical support found air gaps in the tubing. Contact changed infusion site and tubing was filled. Insulin delivery was resumed.